Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8121620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally leakage testing of the device was able to determine that the source of leakage was a large crack in the connecta 's housing. Despite multiple attempts to introduce a range of variables, our engineers were unable to duplicate this damage in the manufacturing line. Unfortunately without the ability to duplicate the event in the manufacturing line, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that a bd connecta¿ 3-way stopcock leaked cefamezin, fentanyl and propofol at the cracked part. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ cefamezin, fentanyl andpropofol leaked from the cacked part. It seems solvent crack occurred. No health hazard on the patient nor hcp. Taken treatment is unk. ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ 3-way stopcock leaked cefamezin, fentanyl and propofol at the cracked part. Foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿cefamezin, fentanyl andpropofol leaked from the cracked part. It seems solvent crack occurred. No health hazard on the patient nor hcp. Taken treatment is unk".